Event description:
The customer contacted baxter's technical service center regarding ending therapy on the homechoice (hc) machine during use. The home patient (hp) stated that they previously ended therapy and started over again with same the supplies while remaining connected. The technical services representative (tsr) helped the caller end therapy and told the caller that supplies should never be reused. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only?" A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.